Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a lateral meniscus repair, a first fast-fix 360 device was used and worked correctly. Then, the specialist requested another fast-fix 360 and when shooting the t2 implant, the anchor did not come out completely, it remained at the tip of the device. A third fast-fix 360 was used and the same issue occurred, the t1 implant was successfully deployed, but t2 was triggered twice and remained at the fast-fix tip. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. There was no effect on the patient's health.

Event description:
It was reported that during a lateral meniscus repair, when shooting the t2 implant of a fast fix device, the anchor did not come out completely, it remained at the tip of the device. A third fast-fix 360 was used and the same issue occurred, the t1 implant was successfully deployed, but t2 was triggered twice and remained at the fast-fix tip. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. There was no effect on the patient's health.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed both devices were returned in individual original boxes with the batch number of the complaint on the labels. Device one, the t1, t2, and suture are off the needle. The knot is tightened down. The actuator has been pulled out of the channel and bent to the side of the device. Device two, the t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. A functional evaluation of device one could not be performed due to the deformation of the device. A functional evaluation of device two showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time. B5

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a lateral meniscus repair, a first fast-fix 360 device was used and worked correctly. Then, the specialist requested another fast-fix 360 and when shooting the t2 implant, the anchor did not come out completely, it remained at the tip of the device. A third fast-fix 360 was used and the same issue occurred, the t1 implant was successfully deployed, but t2 was triggered twice and remained at the fast-fix tip. The t1 implants of both defective devices were removed from the patient. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. There was no effect on the patient's health.